Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate atp from af with rvr. Programming changes were discussed. No further information is available.